Event description:
During troubleshooting with manufacturer, it was discovered that there was a line across the screen approximately 2/3 the way from the bottom of the screen. No adverse event reported due to display issue. Requested return of suspect device and replacement was sent.